Event description:
Caller reported damage to the pump housing and usb port, noting that the charging cable was stuck in the pump. Despite the damage, the ability to charge the pump and its operation were not affected. As a resolution, cts decided to replace the pump, confirming the warranty and the shipping details with the caller. The caller was instructed to return the faulty pump using a pre-paid label and to program their settings into the replacement pump. Cts assured that the customer's insulin delivery would remain uninterrupted by continuing to use the current pump until the replacement arrived. There was no additional information available regarding the impact on the customer's blood glucose level.